Manufacturer narrative:
9/22/97-supplemental report submitted to FDA.

Event description:
The device was used during a CABG procedure. Reportedly, the suture broke. The graft was damaged. The surgeon applied another suture.